Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in the operating room for a routine device change out procedure. After the device was removed from the pocket, an insulation break was noted on the right ventricular lead. When attempting to replace the lead, the physician experienced access issues due to left subclavian vein occlusion. A repair kit was used to address the insulation break and the pulse generator was placed back in the pocket. The patient was monitored overnight. On(B)(6) 2015, the physician elected to cap the right ventricular lead and proceed with a right sided implant. The patient was doing well post procedure.